Manufacturer narrative:
Corrected from (B)(4) 2018 to (B)(4) 2019.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) 500-600 mg/dl. Tandem clinical diabetes specialist (cds) met and assisted the customer. Multiple types of infusion sets were used and cds reviewed pump loading technique. Elevated bg was unresolved and reportedly, customer "lost faith in the pump". Customer reverted to using an alternate pump and elevated bg was resolved.